Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported during surgery, the bellows got stuck. Patient consequence is unknown.

Manufacturer narrative:
Date of manufacturer has been added. A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The bellows were adjusted to resolve the issue.